Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a chronic totally occluded lesion with mild tortuosity in the left anterior tibial artery. Resistance with the anatomy was felt when advancing a ht command es guide wire to the lesion; however, the tip separated due to the heavy calcification and torquing of the guide wire. A snare was used to retrieve the separated tip successfully. The procedure was successfully completed with a new command guide wire. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the mildly torturous, heavily calcified and totally occluded anatomy resulting in the reported physical resistance. Manipulation of the device resulted in the noted bunched polymer coating, the noted polymer coating thinned out and ultimately resulted in the reported/noted detachments (core, coating). There is no indication of a product quality issue with respect to manufacture, design or labeling.